Event description:
According to the surgeon, radioligical imaging shows that the electrode array is not correctly positioned in the cochlea. The surgeon will explant the device and reimplant a new device in the near future (date unknown).